Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie drawer failed to stay closed. The customer stated that there was a delay to the patient care workflow since they managed to get the medication from other station there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer on the main station had failed to stay closed. A field service engineer inspected the device and found that the magnet had fallen out of the latch assembly. The field service engineer replaced the latch assembly and tested the drawer for functionality once all components were reassembled. The system functioned as intended after the field service engineer repaired the device.